Event description:
No surgical intervention has occurred to date.

Event description:
The patient underwent surgery on (B)(6) 2016 for the high impedance. The pin was re-inserted into the connector block which corrected the high impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 06/15/2016 that the patient has high impedance. The patient was implanted on (B)(6) 2016. Impedances in surgical were normal but now during follow-up show high impedance. X-rays were received and dated (B)(6) 2016. X-rays show that the generator appears normally placed on the left chest. It cannot be assessed if the connector pin is fully inserted. The feedthru wires appear intact. The lead wires at the connector pin cannot be assessed. Some of the lead is not visible at the generator site and appears to be behind the generator. The lead is seen routing up to the neck. The electrodes appear to be aligned on the nerve. No sharp angles are noted, though the lead can¿t be assessed behind the generator. Based on the images seen, the replacement lead appears intact. No knots or obvious twists appear to be present. No assessment can be made on the portion of the lead that is not visible. While no fractures were visualized, microfractures too small to be visualized cannot be ruled out as a potential cause for the high lead impedance.